Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. The insulin pump passed the delivery accuracy test. The insulin pump was tested with a water fill test reservoir and no bubbles were noted. The insulin pump was received with cracked case at display window corners and minor scratched display window.

Event description:
The caller reported via phone call that the customer experienced high blood glucose of 467 mg/dl. The customer's blood glucose was 356 mg/dl at the time of call. The caller stated that the customer was nauseous. The caller stated that the customer treated the high blood glucose with the insulin pump. The caller stated that the drive support cap appeared normal. The caller performed high pressure test and the insulin pump failed. The caller was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump was returned for analysis.